Manufacturer narrative:
(B)(4). Customer will not return the alleged deficient product since the meter and test strips were thrown out accidentally. Unable to investigate and evaluate product or confirm complaint. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120mg/dl fasting. Verified the strips expire 2/28/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 305mg/dl and 265mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned with the results of the 305, 265, 546 and 272 in the meter's memory. Customer is not concerned with the 223. Customer time on the meter is incorrect (2 hours ahead). Customer is concern since his blood sugar is taken fasting.